Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, blood coagulation disorder, preceding/simultaneous bone augmentation, abscess, inflammation, mobility. Healing cap came off during the healing phase, was probably tilted during screwing. Unfortunately, this was not noticed during the follow-up check.